Event description:
Per meter memory, the customer reportedly received the following results on the accu-chek aviva system within a 10 minute timeframe: 64 mg/dl, 120 mg/dl and 128 mg/dl. No reported actions taken. No adverse event reported. New system sent and return requested.